Event description:
It was reported that a user experienced intermittent loss of glucose readings associated with a ¿pairing failed¿ alert on a dexcom g7, consistent with an intermittent communication failure and involving the antenna/electrical-magnetic component domain; the user attempted to re-pair using the pairing code and was advised to allow time for reconnection. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with involvement of the antenna component within the electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.